Manufacturer narrative:
On 2/28/2019, mentor became aware that the devices were received on 2/1/2019 and reported under the follow report sent on 2/20/2019 (1645337-2018-07422), possibly belonged and were reported under different events and complaint files. On 5/15/2019, after multiple attempts were made to obtain clarification for the wrong products received, no further information has been made available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/1/2019, the mentor failure analysis lab has received two devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 2/18/2019, the two devices returned were identified to have lot numbers 6778910 and 7565800, both 500cc mentor memorygel breast implant catalog: 3505001bc. However, no additional information has be received on which device belonged to the right breast. When additional information has been received, a supplemental report will also be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with unknown gel breast prostheses, experienced capsular contracture baker grade iii/IV on the right breast. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2017.